Event description:
In 2004, this pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On an unk date, the pt was treated for a type IV endoleak and the device was relined. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type IV endoleak with reintervention to reline devices. Other devices also implanted.